Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that approximately 19 months post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The physician implanted an unknown size taxus express2 drug eluting stent in the left anterior descending (lad). The patient was stable following the procedure. Approximately 19 months later, the patient presented with chest pain where it was discovered that her previously implanted taxus stent appeared to have thromboses in the proximal portion of the stent and there was additional progressed disease proximal to the stent. The patient had been on plavix for one and a half years but had gone off of it for 5 days for an unrelated procedure. She was sent to a different facility where ivus showed a 4.5-5.0mm aneurysm in the proximal portion of the taxus stent. The rest of the stent was well apposed. The patient was sent to surgery. Further information has been requested but has not been received.